Event description:
Add'l info rec'd from facility 11/22/00: this is in response to the MFR's request for facility to rescind the medwatch form which states the veteran pt unzipped the unit and fell out. The question asks to describe the event or problem. Add'l response to the question is the following: the responsible nurse said that the vail bed was zipped closed. The pt should not be able to get out when the bed is zipped closed. All other possibilities have been explored and facility has been unable to find anyone else who could have unzipped the bed. The only logical conclusion is the pt unzipped the vail bed, although it was unwitnessed.

Event description:
Add'l info rec'd from MFR 11/29/00: MFR received by fax, copy of FDA medwatch form, dated 11/2/00 (2 of 2 pages) and FDA medwatch form, no date (1 page), 11/6/00, from facility. MFR responded, by letter, dated 11/14/00. In response, MFR requested both FDA medwatch forms be rescinded due to discrepancies. To date, MFR has not received a response to request. Additonally, documentation by co's local rep reveals that on 10/31/00, while in facility performing inspection on vail products in use, rep observed photographing of a vail 3000. Rep introduced himself whereupon, facility asked about the give in the material of the vail 3000 side panels. Rep explained the side panels and offered foam mattress wedges to place in the vail 3000 if needed. Rep stated that facility then reported to him, that a pt had fallen from a vail 3000 by unlocking the zippers and dies. Rep immediately advised that statement was impossible because the pt they were referring to had been placed in a vail 1000, not a vail 3000. Rep demonstrated proper usage of the vail 1000 zippers, which had also been demonstrated to other facility staff on numerous occasions. Rep then completed inspection on all vail beds in the facility, including vail 1000 bed which was the unit the pt had fallen from. This unit was inspected in the presence of facility rep and the zippers were found to be in proper working order. Please note: following the pt's death this unit was left at the facility per the request of rn for another incoming veteran pt. This unit was used on the incoming veteran pt form 10/21/00 to 11/3/00. At that time, rep replaced one wheel (caster). He then reported to facility the following compliance issues, which he had previously discussed with facility staff: 1) bottom "o" ring locks had been removed and placed on side panel zippers on all beds. 2) foley bag was placed through side panel instead of side zipper to accommodate such equipment. 3) zipper on side panels were not closed leaving gaps up to 3" all beds. 4) zippers were not in the down position as specified by vail. Rep then provided prior compliance issues as follows, and advised them he had previously discussed same issues with the prior nurse mgr, as well as with many of the current staff: 1) tv extension arms fed through side panel compromise integrity of unit. 2) plastic utensils and various items found left in the enclosure upon pick up of units. Rep's records further reveal that no more than one occasion, he was advised by different facility staff members that the vail 1000 referred to, had been inadvertently left unzipped by a facility staff member. For further understanding of MFR's concern of FDA medwatch forms noted discrepancies, proper usage by facility staff would have prevented any possibility of the pt being able to unlock the zippers. In facility's above-mentioned correspondence to FDA they write "the only logical conclusion is the pt unzipped the vail bed, although it was unwitnessed", which appears to be another discrepancy.

Event description:
Add'l info rec'd from MFR 3/1/01: chief of staff here at the facility requested that risk mgr responded to MFR's dated 11/30/00 which was addressed to them. A meeting was held last friday, 12/1/00 to review all info and determine if after review, biomed engineering felt the bed in question was a "safe medical device" so that the follow-up report to FDA could be prepared. It was determined at that meeting the bed itself was found to be a "safe medical device", and the follow-up report is being prepared to forward to FDA.

Event description:
At 2345 pt in zipped vail bed. Pt unzipped the vailbed and fell out of bed. Pt sustained a one inch laceration to the back of their head and percutaneous endoscopic gastrostomy tube was pulled out. 0030 pt became lethargic, nauseous and restless. 0120 pt expired. Zipped vailbeds should not be able to be unzipped by pt's.